Event description:
Report received of an incident involving a tubing set where during a code situation the staff was unable to access the lower clave port to deliver an emergency drug. The reporter states that during the first access the site worked fine. Later, using the same port, they were not able to administer epinephrine via an ims syringe. There was a short delay in the time needed to change out the tubing. The patient survived the code. There was no report of adverse effect. It was later noted that the inner portion of the clave had been damaged. It was discovered that the ims syringe being used was incompatible with the clave. The remaining ims syringes were removed from the crash cart. Additional information was requested, but no further information was available.